Event description:
Hcp reported reservoir volume discrepancies at the last two pump refills. First volume discrepancy the actual reservoir volume (arv) was 7.0ml, and the expected reservoir volume (erv) was 3.5ml. A second volume discrepancy at the following refill the actual reservoir volume (arv) was 6.0ml, and the expected reservoir volume (erv) was 3.8ml. Both volume discrepancies noted are within acceptable ranges for flow rate accuracy within the device specifications. However, the pt has reported no pain relief for several months. The medication in the pump reservoir was reported to be "off label" although specific drug info, and doses was not provided by reporter. Troubleshooting options are bieng considered to eval infusion system integrity and pt efficacy issues. Additional info regarding reported event, and final pt outcome has been requested from the hcp however, unavailable at the time of this report. A follow-up report will be sent if new info becomes available.